Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address/serial number label and stained end cap sticker.

Event description:
The customer reported via phone call that insulin pump had black lines and cracks on the screen after dropping the pump. The blood glucose at the time of the incident was 111 or 113 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.